Event description:
Rptr has found that the hiv rapid test sold by life scientific international inc. Is not accurate and they were not the only one cheated by that company. The price is less than $0.42.